Event description:
It was reported that the patient experienced inflation issue with the inflatable penile prosthesis (ipp) due to pump not holding pressure after several pumps. The preconnected ipp pump was removed and replaced with a new one. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.